Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have fractured after the patient sustained an impact while rough-housing. The patient was seen for a lead revision procedure. Upon opening the pocket, a fracture was noted just distal to the sewing ring. The screw mechanism was noted to have fractured as well. The lead was cut and capped. There were no additional adverse patient effects.

Event description:
Subsequent information indicated that the lead was explanted and has been returned for analysis.

Manufacturer narrative:
Two segments of lead returned, totaling a combined length of 58 centimeters (cm). The proximal segment measured 27 cm with its distal end being severed and the distal segment measured 31 cm with its proximal end being severed. A suture sleeve footprint indicated that a suture sleeve was tied-down at about 22.8 cm to 24.8 cm from is-1 pin. At the distal end of the suture sleeve there is a slight bend, at which point, the rs- coils of the lead were fractured. The helix is fully retracted and physically intact. Laboratory analysis confirmed the clinical observation of a fractured lead.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.